Event description:
While using a bovie unit, during a tracheostomy procedure (pt was under general anesthesia and had an et tube in place) flames were noted to be coming from the pt's trachea. The fire was quickly extinguished.